Event description:
Legal claim alleges the patient was revised and will be revised again. Update: received der: patient was revised to address metallosis.

Event description:
**Update** - medical records received for the right hip on (B)(6) 2013. Revision operative report for the right hip indicates the following: external rotators and capsule were somewhat disrupted; large amount of cloudy milky metallosis-type fluid; rind of metalotic thickening cystic tissue was found invading the trochanteric and adductor region as well as the posterior capsular region; significant amounts of pseudotumor type material in the posterior-inferior and anterior part of the acetabulum; metallosis type tissue was removed from the entire anterior and posterior inferior capsule; inflammation. The information received does not change the MDR decision.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.